Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the lot number: no further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. Before use on the patient, when the package was opened, the suture was quite short. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/16/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: visual analysis of the returned product revealed that a paper lid, an empty winding former, and a needle-suture piece of product code j316h were received to ethicon for evaluation. Upon visual inspection of the returned sample, the suture end was damaged and was broken due to the stress applied. In addition, no damage caused by a surgical instrument or use was observed. The length suture was measured and did not meet the requirement due to returned condition of the sample. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.